Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manufacturer(OEM). Please see the updates in sections: g4, g7, h2 and h10. The OEM, teleflex medical, provided their own investigation for this device and the following information is a result of that investigation. The device was not returned to the OEM for evaluation. Pictures of the damaged funnel were sent to the OEM, there were no pictures provided for the plastic sheath being shredded. The failure unit was 1 of the 802 5-packs (4010 units) shipped 16-nov-2015. A review of the DHR inspection showed no failures related to the torsion failure test which is the test related to the hub adherence to the shaft. The OEM states that the occurrence rate for this failure mode remains very low. Previous investigations of this issue included the possibility of adding a strain relief in this failure area to minimize any handling related damage but was not implemented. The cause of this specific complaint remains undetermined but is not considered to be caused by a material or manufacturing condition. The complaint is unconfirmed and the OEM is taking no additional corrective action as a result of this complaint.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time.

Event description:
The service center was informed that during a therapeutic ureteroscopy with lithotripsy procedure, a piece of the inside coating of the sheath scraped off and fell into the patient. The fragment was retrieved with a basket. The doctor was accessing the ureter when the incident occurred. X-ray was used throughout procedure. Only the sheath was replaced during the case. It was reported that towards the end of the case the funnel partially detached. The intended procedure was completed. There was no patient injury reported. Additionally, the user facility reported that the sheath underwent standard inspection before use. This product was stored on a cart with no heavy light exposure.